Event description:
The surgeon reported high overcorrections in a patient treated for laser vision correction in both eyes. Specific patient details has been requested; however, this information has not yet been provided. It is not known if there was any loss of best corrected visual acuity (bcva).

Manufacturer narrative:
Service report is pending. The amo medical monitor discussed the event with the doctor and concluded that the doctor did not use the appropriate nomogram for conventional treatments.